Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation and the therapy was on. The amplitude was increased and the patient thought that they felt something. The patient also reported that about a month after she had the ins put in, she experienced a big bleed on her hip where the ins was put in. The patient reported that she was in the hospital for quite a while after the bleed. The patient also reported that she had never gotten symptom control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.